Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedance values. The caller provided the following values from the impedance test results: ref 0 all values are over 10000 except 6 2511 and 8 388 ref 8 0 388 6 2560, all other are over 10000 ref 12 everything is >10000. The caller programmed a bipole on electrodes 6 and 8 and the patient did not feel stimulation. Rep programmed a bipole on 0 and 8 and the patient was feeling stimulation. While programming the caller indicated that when he creates a new program the pulse width was defaulting to 60us. The caller did not wait for technical services (tss) to determine if that was normal function during the call but tss confirmed it is normal. The manufacturer representative was able to get the patient's stimulation with the electrodes that work. The patient is currently sa tisfied. It was reported that rep has seen other cases in which there were high impedances at or near the time of implant and after some time the impedances normalize and they are able to program appropriately. The caller ended the call abruptly and tss did not have the chance to ask for details about any previous cases. Additional information was reported that the rep saw the patient in person and was able to get adequate coverage yesterday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.